Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage. The following information was provided by the initial reporter: they have run into some that are leaking from the part that the needle was threaded through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage. The following information was provided by the initial reporter: they have run into some that are leaking from the part that the needle was threaded through.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-apr-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte unit with a product label for a 20g x 1.00in. Nexiva unit from lot number 2144104. A gross visual inspection of the returned unit found that blood was present at the vent hole, indicating that leakage had occurred. This was further confirmed by flushing the unit upon which the unit leaked from the vent hole. The unit was dissected for further inspection. After dissection, a tear was found on the column of the septum and on the bottom disk. The unit was attempted to be actuated with a rod. However, the rod could not be fully inserted. Further inspection of the bottom disk slit found that although the mark for the slit was present the slit had not been cut, preventing the unit from actuating. It is likely that the lack of a slit and the force applied during actuation either during use or manufacturing resulted in the tear of the septum. As this was most likely manufacturing related, a missing slit may be a result of a broken or missing blade or a mixed product of non-slit septum with slit septum. There is a 100% inspection during the lube station that checks for the presence of a slit. It is possible that a no slit would pass if the station actuation force were set too high. Operators also inspect for no slit per the quality plan. A device history record review showed no non-conformances associated with this issue during the production of this batch.